Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The patient was at the hospital for a procedure, and the patient's nurse reported that the patient had skin breakdown. The nurse reported that the patient's skin was not oozing, but was red. After the patient was released from the hospital, the patient applied lotion and cream to the affected areas. The patient's physician also recommended that the patient put lotion on the irritation. Follow-up indicated that the irritation had been improving, but was still present.